Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading on her adc blood glucose meter than a reading obtained on a competitor¿s meter. It was further reported that on (B)(6) 2017 at approximately 6:30 pm she was ¿lightheaded and not feeling well¿ so she performed a test and received a reading of 80 mg/dl, which was lower than a reading of 194 mg/dl from the other meter. Customer further reported that due to the ¿low reading¿ she was hospitalized and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint determined that there was no indication that the product did not meet specification. DHR's for the freestyle lite meter and freestyle strips were reviewed, and the DHR's showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle lite meter and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading on her adc blood glucose meter than a reading obtained on a competitor¿s meter. It was further reported that on (B)(6) 2017 at approximately 6:30 pm she was ¿lightheaded and not feeling well¿ so she performed a test and received a reading of 80 mg/dl, which was lower than a reading of 194 mg/dl from the other meter. Customer further reported that due to the ¿low reading¿ she was hospitalized and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.